Event description:
It was reported that the patient presented to the emergency room experiencing muscle stimulation. Upon interrogation, the pulse generator exhibited backup vvi mode. A device download was successfully performed and normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.